Event description:
While rptr had been working in labor and delivery, she developed hives and a rash on her hands. She changed gloves and her skin problems stopped. Nevertheless, in the last 6-8 months she developed asthma. During this period of time she was using latex gloves. Md prescribed some medications due to her allergic reactions. Rptr was taking all medications and started to use non-latex gloves. One day, while taking care of a pt, she developed runny nose, shortness of breath, watery eyes and wheezing. An inhaler was provided and an extra dose of antihistamine was administered. At this time pt was using non latex gloves and non-latex mask. She later developed another reaction. Although pt switched to a non-latex glove, each time she came in contact with someone that was using a latex product she got an allergic reaction. She is no longer working as an rn.